Event description:
Customer reported the button cover of their precision xtra blood glucose meter had become detached, and the customer stopped usage of the meter after this had occurred. Customer then reported feeling sleepiness as if their blood glucose was high. Customer went to unc hospital emergency room for diarrhea and was given an IV with solution to hydrate. The customer did not remember if a blood glucose test was done on him or any diagnosis was determined while he was at the hospital. He reported that his blood sugar was too high. It is unknown when the reported event occured in relation to when the customer stopped usage of the meter. Customer reported experiencing sleepiness during the day for the past two to three months. It is also unknown whether the customer was using a different glucose meter at the time of the event. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed or when additional details of the event are learned. Customers and retailers have been informed of the potential for a button cover to become detached through the adc fa 02 mar, 2007 letter.